Event description:
It was reported that patient's right ventricular (rv) lead exhibited pacing inhibition. It was also noted that patient experienced syncope. The lead was capped replaced on (B)(6) 2024. The patient was stable.